Manufacturer narrative:
Batch review performed on 04 may 2021: lot 2005305: (B)(4) items manufactured and released on 21-oct-2020. Expiration date: 2025-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
After surgery it was noticed a peri prosthetic femoral fracture. The femur was prepared with the std amistem h broaches, following the surgical technique. An m-vizion set was requested to medacta (B)(4) immediately after the fracture detection, it arrived after 1,5h at the hospital and the patient was re-operated the same day. The surgeon performed fracture cerclage and implanted m-vizion successfully.